Manufacturer narrative:
An investigation was performed on the basis of complaint statistics as no device was returned for evaluation. The complaint percentage was calculated and it is determined that the complaint percentage falls within the design risk limits adhered to at klm. A review of the product device history files was performed based on the lot number provided. No discrepancies were found in this investigation. Due to no device being returned the root cause for the failure cannot be determined. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.

Event description:
Rib plate fractured sometime after implantation and was removed on (B)(6) 2017.